Manufacturer narrative:
One pressure monitoring accessory was returned for evaluation. The customer report of malfunction was confirmed. No visible inconsistency was observed from returned pressure tubing unit. However, the returned extra male connector appeared to be detached from pressure tubing. Detached tubing was not returned for evaluation. An engineering evaluation is anticipated. However, the complaint cannot be confirmed without the completion of the evaluation. The device history record review could not be completed since the lot number is unknown. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, the pressure monitoring accessory experienced an unknown malfunction. There was no allegation of patient injury and the issue was resolved by replacing the device. Upon return of the device the initial evaluation confirmed that the extra male connector appeared to be detached from pressure tubing.

Manufacturer narrative:
One set of pressure tubing with attached three-way stopcock, model # 58k16906 and an extra male connector was returned for evaluation. The customer report of a malfunctioning device was confirmed. No visible inconsistency was observed from the returned pressure tubing unit. However, the returned extra male connector appeared to be detached from pressure tubing. Detached tubing was not returned for evaluation. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to this complaint. Based on the available evidence a root cause was unable to be determined. During the manufacturing process there are controls to detect the malfunction reported, such as visual inspection and a flow test by manufacturing. A pull test and visual inspection is also performed by quality assurance. A personnel notification that was rendered to prevent this type of reported malfunction was sent to all personnel that perform the bonding operation of these components. The device history record review was not completed as a lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.